Event description:
User alleges after insertion of the tube (with the introducer) using the white guiding catheter into the pt, it was not possible to remove the mauve introducer out of the tube. After several trials, the tube, the introducer, guidewire, and white guiding catheter had to be removed. At this step, it was observed that the end of the guiding catheter (at the safety stop) was missing. After a new punctuation (with a new set), the physician detected the remnant part of the guiding catheter. It was partially in the trachea and rose partially into the lumen of the trachea. It was not possible to remove this part percutaneous. Therefore, it had to be removed using bronchoscopy (about 45 min). It was necessary to remove the tube again as the remnant part didn't pass through the tube. The pt had no permanent injury caused by this procedure.